Event description:
It was reported that in the central sterile department of the user facility that the o-ring is missing from the aseptic housing, which can cause the housing to not seal properly and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the central sterile department of the user facility that the o-ring is missing from the aseptic housing, which can cause the housing to not seal properly and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
The reported event, rubber seal is missing, was not confirmed as the product for this investigation was not available. Device not received.